Event description:
It was reported that on post-op day 1 the atrial lead threshold had increased. A chest x-ray was taken which confirmed the atrial lead was being pulled. The atrial lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
His event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).